Manufacturer narrative:
Device was used for treatment, not diagnosis. Winson, l.g., robinson, d.e. And allen, p.e. (2005). Arthroscopic ankle arthrodesis. The journal of bone and joint surgery, 87-b, 343-347. This report is for unknown (2) cannulated percutaneous ace 6.5mm screws /unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: winson, l.g., robinson, d.e. And allen, p.e. (2005). Arthroscopic ankle arthrodesis. The journal of bone and joint surgery, 87-b, 343-347. Between october 1991 and april 2002, 116 patients underwent 118 arthroscopic ankle arthrodeses. There were 71 men and 45 women; the mean age at operation was 57 years 2 months (20 to 86 years). Three patients were lost to follow-up. Complications: 22-patients requiring removal of screws due to prominence, 9-patients non-union, 1- deep infection, 1-patient revision of fixation due to positioning, 1-patient stress fracture at the level of the proximal screw head. A copy of the journal article is being submitted with this medwatch. This is report of 1 of 1 for complaint (B)(4). This report is for an unknown (2) cannulated percutaneous ace 6.5mm screws (depuy international) and refers to the serious injury of 34 patients that experienced: 22-patients requiring removal of screws due to prominence, 9-patients non-union, 1- deep infection,1-patient revision of fixation due to positioning, 1-patient stress fracture at the level of the proximal screw head.